Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had the circuit malfunction. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Is followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no visible problems noted. During the procedure, the surgeon observed that the wire was broken, resulting in malfunction of the coagulation function while using an xi tower-mounted original generator. There was a loss of cautery function, probably associated with the damaged cable. No thermal damage or arcing was reported, and the instrument did not collide with any other instrument or tool. The instrument is available for return to isi for evaluation, but no photographic images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.